Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation: the 338.210 dhs/dcs guide shaft, 338.20 dhs/dcs coupling screw, short, and 281.102 dhs plate, standard barrel, 135 degrees are devices routinely used in the dhs/dcs dynamic hip and condylar screw system. The 338.20 dhs/dcs coupling screw was returned and reported to have broken during surgery. This condition is confirmed; the distal threaded tip of the coupling screw has broken off leaving a roughened fracture surface and a few threads remaining. It is likely that shear forces were applied to the coupling screw during insertion or removal in error causing the distal tip to break. Drawing was reviewed and determined to be suitable for the intended design, application and it is likely that inadvertent shear forces applied to the device led to this confirmed complaint; however, this complaint is not a result of any design related deficiency. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the 135 degree dynamic hip screw (dhs) plate standard barrel 2 holes 46mm, dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screws and dhs/dcs guide shaft that the 5 plate would not go in the screw. The coupling screw broke and guide shaft bent. The fragments were retrieved. The patient status/outcome is unknown. There was no surgical delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review: manufacture date: february 08, 2011. The device history record was reviewed and rework was found on p/n 338.20 lot 6557308 for residue in i.d. The rework removed the residue and the parts were inspected and passed. This nonconformance is not relevant to the complaint condition because the issue is visual. No issues were found during manufacture that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.